Manufacturer narrative:
The referenced history of (B)(6) is reported on medwatch MFR report#2916596-2018-00572. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had (B)(6) in the past. The patient was prescribed a suppressive dose of (B)(6) that the patient stopped taking. When seen in clinic there was c/o drainage and tenderness at the driveline exit site. The patient was prescribed (B)(6)for this, however the patient did not start the dose for 5 days. An abscess formed and the patient was admitted for IV abx's and was set up for surgical debridement. No other unusual events reported. On 17-jul-2018, additional information provided by the customer indicated that the patient underwent the debridement procedure on (B)(6) 2018 and was discharged from the hospital on (B)(6) 2018 with a wound (B)(6). No additional information was provided.

Manufacturer narrative:
The initial submission contained the incorrect patient and device information therefore the following corrections have been made on this supplemental report: the referenced history of mssa was not previously reported to the manufacturer. Approximate age of device - 9 months. The device remains implanted supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined through this evaluation. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.

Event description:
The incorrect patient information and lvad serial number was given. The correct lvad serial number is (B)(4).